Manufacturer narrative:
Device code (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). When asked for the clarification of the battery life being at 23-42 months and the battery having reduced life, the representative reported that it was normal battery depletion. The cause of the depletion was that the patient had been at an elevated amplitude due to their therapy being ineffective. The rep reported that the battery was replaced as the patient was being surgically treated to replace the lead. The representative reported that the current status of the ins was operational, that the battery was discarded and couldn¿t be returned. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient via the representative that patient didn¿t have efficacy with their initial implant. It was noted that there were no known external/environmental patient factors. The hcp reported the troubleshooting performed was that the patient was reprogrammed at the office and managed behaviorally and that all impedance was in range and the battery life was at 23-42 months. A decision was made to replace the battery due to reduced life. The full system was replaced on (B)(6) 2019. It was noted the issue was resolved at the time of this report. There were no further complications reported.